Event description:
During a coronary stent procedure of a calcified rca lesion that had not been pre dilated, the physician was unable to cross the lesion. The stent dislodged while attempting to retract the delivery/stent device back into the guide catheter. No attempt was made at retrieval. Another stent was used to secure the undeployed stent. Pt status is listed as "okay".